Event description:
Reporter alleged the lancet needle of the lancet device which is used for blood glucose finger-stick testing remains out after use. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.